Event description:
It was reported that when attempting to perform a high voltage lead impedance check, no measurement was displayed. Further evaluation was recommended no further information is available.